Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedances. The shock vectors including the svc coil appeared to be out of range indicating an issue with the svc coil. The decision was made to reprogram the rv shock vector to the can and not replace the lead at this time due to the patient's condition. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. Should additional information become available this event will be updated and an amended report submitted.